Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were damaged, distorted and lifted upwards from the stent profile. The mid-section of the crimped stent had struts that exhibited early signs of buckling of the stent component. The product stent protector was not returned for analysis with the device. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found some evidence of stretching to the inner wire lumen relative to the outer shaft wall. This type of damage is consistent with the incorrect removal of the product mandrel and stent protector during device preparation. Solidified media was evident inside the lumen of the shaft which suggests that the device may have been prepped for use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 38 x 2.50 promus premier drug eluting stent, it was noted that the distal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 38 x 2.50 promus premier¿ drug eluting stent, it was noted that the distal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.